Event description:
Nurse was attempting to irrigate/flush catheter prior to use and the catheter would not irrigate through the tip. Another catheter was obtained and worked appropriately. There was no injury to the patient.